Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately ten weeks that the right atrial (ra) lead had atrial undersensing during recorded ventricular fibrillation (vf) episodes and at/af (atrial tachycardia/atrial fibrillation) episodes. Therefore, the patient was shocked multiple times as undersensing of the atrial arrhythmia prevented the implantable cardioverter defibrillator (ICD) from discriminating between rvr (rapid ventricular response) and true vt/vf (ventricular tachycardia/ventricular fibrillation). The atrial lead and ICD remain in use. No further patient complications have been reported as a result of this event.